Event description:
It was reported that pump experienced malfunction alarm with malf 16 and could not be reset, with no notable events occurring before issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump under warranty, confirmed shipping details, completed field correction form on customer¿s behalf, and instructed customer to store and return malfunctioning pump within 10 days, then program pump settings and reconnect continuous glucose monitor on replacement device.